Event description:
A nurse reported a leak issue found on the transfer set during use. The nurse stated that there was leakage from the silicone tubing of the transfer set. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). This complaint for leak was confirmed. During visual inspection, a leak was observe due to a cut was found at approximately 1 and 5/8 inch from the sleeve in the closed position. The cause of the cut was not identified.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Since the lot number is unknown, no batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.